Event description:
Pt admitted with coronary artery disease and hypertension for elective coronary artery bypass grafting x4 vessels. CABG procedure proceeded smoothly and 4 vessel grafting completed successfully. While closing the sternum the bypass pump was drained. The pt then developed increased pvc's. Sternal wires were removed and the surgeon identified the need to re-explore the graft. The bypass pump was re-primed, the pt was re-heparinized. Fluid boluses x2 were administered through the bypass pump. Immediately following the initiation of bypass, air was noted in the aortic return line after the arterial filter. Bypass was stopped immediately. Air was then evacuated from the lines. Retrograde cerebral perfusion was performed until all air and froth was aspirated. The pt was placed back on bypass and the pt was transported to critical care. Condition worsened. The pt expired.